Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, and right ventricular (rv) lead were explanted due to an infection on the rv lead. Antibiotics were administered. No further patient complications have been reported as a result of this event.